Manufacturer narrative:
The device investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and about halfway through ablation, and when they changed from qmode to qmode plus on the ngen system for ablation, high temperature spikes on the catheter were displayed on the ngen monitor and ablation was cut off. The catheter was reseated without resolution. The grounding pads were reseated, and it was confirmed that the grounding pads were still on the patient, but the issue persisted. The catheter was removed from the body, and blood was noticed inside the irrigation holes in the catheter. The catheter was fast flushed, and the blood did not clear out from the catheter. This cleared some of the blood but not all. The catheter was replaced, and the issue was resolved. The procedure continued with no further issues. No adverse patient consequence was reported. Additional information was received on 21-apr-2025. It was reported that at the start of the case, and for the first half of the procedure, the qdot catheter was irrigating properly, with no errors. Then, they keep getting a spike in temperature when the physician would come on ablation. It seemed that there was possibly an irrigation problem halfway through the procedure. When the physician took the catheter out of the body, blood covered the qdot catheter irrigation holes. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax and reddish material inside. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. Temperature and impedance test was performed in q mode and q mode +, and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device 31523558l number, and no internal action related to the reported complaint condition was identified. The reddish material inside the pebax could be related to the high temperature issue reported by the customer; therefore it was confirmed; however, the irrigation issue could not be confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use of the device state: do not scrub or twist the distal tip electrode during cleaning. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported irrigation issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the surface of the pebax and reddish material inside. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and about halfway through ablation, and when they changed from qmode to qmode plus on the ngen system for ablation, high temperature spikes on the catheter were displayed on the ngen monitor and ablation was cut off. The catheter was reseated without resolution. The grounding pads were reseated, and it was confirmed that the grounding pads were still on the patient, but the issue persisted. The catheter was removed from the body, and blood was noticed inside the irrigation holes in the catheter. The catheter was fast flushed, and the blood did not clear out from the catheter. This cleared some of the blood but not all. The catheter was replaced, and the issue was resolved. The procedure continued with no further issues. No adverse patient consequence was reported. Additional information was received on 21-apr-2025. It was reported that at the start of the case, and for the first half of the procedure, the qdot catheter was irrigating properly, with no errors. Then, they keep getting a spike in temperature when the physician would come on ablation. It seemed that there was possibly an irrigation problem halfway through the procedure. When the physician took the catheter out of the body, blood covered the qdot catheter irrigation holes.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).